Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data was provided for evaluation. Complaint for a pairing issue could not be confirmed. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it passed, resulting in 0.21 volts discharged. A pairing test was performed on the transmitter, with the nordic bluetooth pairing device and it passed. A functional test was performed on the transmitter and it passed. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of pairing issue could not be confirmed. The root cause could not be determined.